Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant products: 694045 implantable pacing lead (B)(6) 2000; 6945-65 implantable tachy lead (B)(6) 2000. (B)(4).

Event description:
It was additionally reported that the device was explanted and was replaced.

Event description:
It was reported that the device reached recommended replacement time (rrt) quickly and did not meet the expected longevity. The device charge time increased from 10.4 to 29.3 and alerts were sounding for charge circuit timeout. The device was scheduled to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary updated: analysis found the battery to be severely depleted at 0.65v. When the device was powered with an external supply and programmed to nominal pacing parameters, the system current drain and function were nominal. No anomalies were observed during real time x-ray inspection of the hybrid and optical inspection of the internal assembly including the scsp (stacked chip scale package). The analysis was terminated since a battery depletion failure mechanism such as high current drain was not observed. The battery was removed from the hybrid mechanically without heat. Immediately after removal, dry, powder-like fm (foreign material) was observed in multiple locations: on the bottom of the titanium can, on the polyimide tape, which is the interface between the battery, and the eccobond. The battery itself was partially covered by an fm substance as well. Since the powder-like fm was observed immediately after opening the device, the fm was in the device prior to analysis. Detailed analysis of the battery cell found a white residue on the battery case and cover, which was consistent with the previous observations. A closer examination of the battery revealed a crack in the fillport¿closing button weld area, indicating the battery had probably leaked electrolyte. This was confirmed via analysis of the white residue, which found the elements of the residue were consistent with high-rate battery electrolyte. The crack was observed at the perimeter of the weld and showed a brittle fracture with secondary cracking. There were no foreign materials detected in the area of the weld crack. The cross-sectioned areas of the crack indicated the weld penetration varied between 9.2 ¿ 9.7 mils, which was within the specification for this weld. The microstructure of the weld had a fine acicular appearance, and no foreign materials were detected in the weld. An electron backscatter diffraction technique was also used to further characterize the crack. The results showed the grain phase was hexagonal (alpha) titanium and the orientation of the crack was near the (001) basal plane of titanium. These results are consistent with environmentally-assisted cracking in titanium. Additionally, the lithium anode showed localized discharge along the edges and severing in turn 5. There was a tear found in the bottom edge of the cathode in turn 6, which was caused by abrasion of the coil against the edge of the insulator cup during insertion of the coil into the insulator cup during battery assembly. There was no internal short in this area since there was no adjacent opening in the anode separator. Based on the destructive analysis results, no internal short occurred in the battery.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.